Event description:
It is reported that during kit inspection, it was noticed that the tip of the driver was bent. Upon physical evaluation on 02/16/2015, the tip was noted to be fractured.

Manufacturer narrative:
Evaluation summary: the hex drivers could have fractured due to off-axis eccentric loading or if the drivers were used under power during final tightening of screws. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. The instrument had a potential field age of approximately 7 months at the time of incident with an unknown usage history. Based on information provided, the definitive root cause of this issue cannot be established. As returned, the tip was completely broken off and scuffing was observed on the shaft of the device. The scuffs are indicative of previous effective use of the drivers. A review of manufacturing records showed that the driver was made in accordance to print specifications at the time of manufacture.